Manufacturer narrative:
The insulin pump was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, cracks on the reservoir tube, and crack on the belt clip slot.

Event description:
The customer reported the insulin pump had a crack on the right corner of the screen. Customer was unsure how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 142 mg/dl. No further information reported.